Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hip labral repair procedure, when the surgeon was impacting the ar-3602h, the anchor bent. The case was completed with no further issues. During the followup visit it was found that a piece of the impactor had broken off. Additional information obtained 5/5/2020: during the follow up visit an x-ray was taken and the metallic fragment was visualized on x-ray. The surgeon does not have plans for a second surgery. The impactor was examined after the surgery however it was not suspected that anything had broken off at the time of procedure and therefore it was not examined thoroughly for breakage. The anchor was taken from facility inventory. Additional information obtained 5/7/2020: the bent anchor was left in the patient and was used to complete the procedure.